Event description:
It was reported that insulin pump displayed malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if malfunction code appeared again.